Event description:
The customer stated her husband tested his blood glucose using his contour meter and received readings of 29 and 32 mg/dl. He retested his glucose using the customer's meter and received a reading of 80 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for eval. Replacement strips were sent to the customer.